Event description:
The pt reported that on (B) (6) 2010, she changed the infusion set and insulin cartridge and her blood glucose measured 0.51 g/l (51 mg/dl). At 11:00am, her blood glucose measured 2.93 g/dl (293 mg/dl) and at 3:00pm her blood glucose measured 5.6 g/l (560 mg/dl). The pt bolused through the infusion device and no insulin came through the infusion set. She changed her accessories and her blood glucose decreased to 1.52 g/l (152 mg/dl) at 11:00pm. The following day her blood glucose increased to 2.9 g/l (290 mg/dl) and she bolused through the infusion device and no insulin came through the infusion set. No errors were displayed on the infusion device and there were droplets of insulin in the cartridge compartment. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.